Event description:
It was reported when using the bd vacutainer® serum blood collection tubes the customer found that the negative pressure of the blood collection tube was not enough. The following information was provided by the initial reporter. The customer stated: the nurse in the blood collection room found that the negative pressure of the blood collection tube was not enough, so she notified the procurement office of the equipment department.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes the customer found that the negative pressure of the blood collection tube was not enough. The following information was provided by the initial reporter. The customer stated: the nurse in the blood collection room found that the negative pressure of the blood collection tube was not enough, so she notified the procurement office of the equipment department.